Event description:
Customer reported an occlusion alarm that could not be verified by technical support. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl or show a high reading on the cgm. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin delivery.